Event description:
It was reported that the oxygenator contained water in the low orange chamber as well as pooled water in the space above the oxygenator and heat exchanger. The unit had only been wet primed and was not used on a patient.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.